Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, an arthrex subsidiary employee reported via email that an ar-1662psl-8 swivelock tenodesis suture anchor broke at the tip when it was lightly touched to the bone surface during insertion. No fragments were retained in the patient. The procedure was completed using a replacement ar-1662psl-8 swivelock tenodesis suture anchor. There was no significant delay; no additional anesthesia was administered. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm.